Event description:
It was reported a deep brain stimulation (dbs) patient had right and left leads put in his head and the right lead went wrong during the surgery. It was noted there was nothing wrong with the equipment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).